Event description:
It was reported by the international service center that the control module was returned for service. No pt involvement was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based on the info rec'd from the international service center visual and functional examination the unit was found to require: mechanical upgrade, missing accessories completed and the vso and fastening material were replaced. The unit was cleaned and calibrated. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.